Event description:
Since dexcom has changed the adhesive on its sensors the reporter has had a burning sensation upon insertion, red, itchy, inflamed rash, scarring and a chemical burn at the sensor insertion site. Reporter has had a reaction to three sensors since (B)(6) 2020.